Event description:
It was reported to philips that the generator was unavailable, causing the imaging system to be down on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Parts were replaced, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).